Event description:
It was reported that the inner jaws of the resector blade snapped off during use.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The resector tip was found to have interacted with the sleeve and got embedded into it. The resector tip got separated from the metal shaft. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Most probable root cause(s) for the reported failure mode can be associated, but not limited to: material brittleness, excessive force applied by user, inadequate size selected for the application and/or inadequate window profile. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the inner jaws of the resector blade snapped off during use.